Manufacturer narrative:
Technician asked account to isolate the coil and then the valves. No further info is available on the repair of this bed at this time.

Event description:
Account alleges, the head section will not raise. There was no reported injury or incident.